Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between 05/02/2014 and 05/09/2014. The device was returned to baxter and an evaluation was performed to investigate the reported issue. A batch review was conducted on lot number gd896944 and there were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection was performed with no abnormalities with the device or its pouch. Iodine was found to be present in the device. The reported problem could not be verified through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap had an inadequate amount of iodine. No patient injury or medical intervention was indicated as a result of this event. No additional information is available. This is report 2 of 5.